Event description:
The customer reported, the system is displaying a workstation error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the camera single board computer and the hard drive. Customer will repair lemo connector. This MDR is related to the ge healthcare complaint number (B)(4).